Event description:
An exeter stem was used to perform a hemi arthroplasty, when the cement had set the yellow collar that comes on the stem in the sterile packaging was removed, to implant the unitarx endoprosthesis. Between the yellow collar being removed and the endoprosthesis being implanted the surgeon noted that there was a mark on the trunnions of the stem that appeared to be a 1/2cm sq notch into the trunnion, almost 1 mm deep. No replacement device used, surgeon wanted to continue operation due to pt poor health.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it was implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
An exeter stem was used to perform a hemi arthroplasty, when the cement had set the yellow collar that comes on the stem in the sterile packaging was removed, to implant the unitarx endoprosthesis. Between the yellow collar being removed and the endoprosthesis being implanted the surgeon noted that there was a mark on the trunnions of the stem that appeared to be a 1/2cm sq notch into the trunnion, almost 1 mm deep. No replacement device used, surgeon wanted to continue operation due to pt poor health.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The investigation concluded that there is no evidence that the reported damage to the stem was manufacturing related. The surgeon completed the surgery with no further reported complications, indicating that the femoral head he used assembled with the reported stem correctly. The sales representative was present and confirmed that a mark was present however, the mark was only noticed after the stem had been implanted, not out of box.